Manufacturer narrative:
(B)(4)

Event description:
It was reported that the lead was capped and replaced due to increased thresholds and decreased impedance. The patient was in stable condition post-procedure.